Event description:
Clinical study. It was reported that 10 months after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr) by undergoing coronary artery bypass grafting (CABG). The lesion being treated in the index procedure was a 3.50mm, 98% stenosed, 12.0mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. A dissection occurred during the procedure. A jostent was placed to treat the dissection. There were no further complications. The patient was discharged the next day on aspirin. Ten months after the initial procedure the patient underwent CABG surgery. In the opinion of the physician the relationship of the tvr to the taxus stent is unknown.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.